Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device was not in patient use. The device was evaluated by the manufacturer's field service engineer, and the device failed the active exhalation verification test step. The device's three-way solenoid valve and proportional valve were replaced to address the issue. The device was tested and passed all final testing.